Manufacturer narrative:
A review of the device history record (DHR) was conducted which confirmed that the device met all quality criteria and manufacturing specifications prior to release. The event is consistent with a hypersensitivity type reaction. Hypersensitivity or allergic adverse reactions are known risks of hemodialysis. The nxstage user guide and instructions for use include allergic reaction as a potential risk associated with dialysis therapy and also include warnings to monitor for potential allergic reactions. Biocompatibility of the device has been established. UDI: (B)(4).

Event description:
A report was received on (B)(6) 2026 from the home therapy manager (htm) of a 47 year old female patient with a medical history including end stage renal disease, who stated the patient was sent to hospital upon experiencing shortness of breath, abdominal pain, nausea, vomiting and sweating during her first in-center hemodialysis treatment on (B)(6) 2026. Additional information was received on 10 feb 2026 from the htm who stated the patient was admitted to hospital and received oxygen, 0.3mg intramuscular epinephrine, 50mg intravenous diphenhydramine (benadryl) and saline. Upon discharge, the plan of care is to resume hemodialysis therapy with the use of a dialyzer from a different manufacturer.